Event description:
It was reported that the customer was hospitalized twice for low blood glucose. The blood glucose reading was 20 mg/dl. The son stated that he found an insulin pen in his mother's room and she may be over-bolusing purposely. It was stated that the customer was off the insulin pump for several months due to an injury. Reviewed the settings on the insulin pump and they were fine. Troubleshooting was not completed as the customer's son was not available. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event, as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.